Event description:
It was reported that during implant of the right atrial (ra) lead there was difficulty with the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be extended/ retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.